Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had partial display. The customer¿s blood glucose level was 346 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat test at 0.08750 inches. The stop (idle) current and run current measurement tests are within specification. Insulin pump also passed self test, off no power alarm test and unexpected restart error test. No missing segments/partial display noted. No unexpected lines on the display noted during testing. Insulin pump was programmed and monitored for 1 day. No blank display noted. Unit had a scratched reservoir tube window.